Manufacturer narrative:
Concomitant medical products: model 2316 , scs pocket adapter and model 3622, scs ipg; and therapy dates: unknown.

Event description:
Device 1 of 3: reference MFR report: 1627487-2019-04414. Reference MFR report: 1627487-2019-04415. It was reported the patient experienced ineffective therapy. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the scs system was explanted and replaced with a new drg system. Reportedly, effective therapy was restored post operatively.